Manufacturer narrative:
It was noted that the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that the lead was later explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments; severed approximately 11 centimeters (cm) from the terminal end. Testing of the lead segments was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspection of the lead showed significant calcification on the lead tip. Laboratory testing was unable to reproduce the reported clinical observations; however, the clinically observed high impedances were confirmed based on the observation of calcification at the lead tip. Patient code 3191 is being used to capture the additional intervention performed.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance measurements. The patient was referred to their physician. No adverse patient effects were reported. The lead remains in service. Additional information received reported that the lead was later explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance measurements. The patient was referred to their physician. No adverse patient effects were reported. The lead remains in service.